Event description:
Baxter interlink continu-flo solution set 72" 2 injection sites, male luer lock adapter, standard bore 4-way stopcock manifold bar code 85412 01777. The plastic stopcock comes loose and embolizes inside the IV tubing stopping the IV flow; in anesthesia induction when drugs are being pushed. Also, the stopcocks loosen easily and fall apart. This tubing should be recalled. It is not safe.